Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient also experienced symptoms like headache, weakness, dry mouth and nauseous. The patient's blood glucose levels were 18.6 mmol/l and were treated with intravenous infusion. The patient stayed in the hospital for 4.5 hours. No further information available.